Manufacturer narrative:
The reported events of noise, unacceptable threshold, p-wave amplitude variation, and sensing anomaly were not confirmed. As received, a partial lead was returned in one piece. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual and x-ray examinations of the partial lead did not find any anomalies except for procedural damage.

Event description:
It was reported that there was an event of lead noise, under sensing, p wave amp variation, and inadequate capture when the patient presented for an elective replacement generator change. The lead was successfully explanted and replaced. The patient condition was not reported.